Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a high blood glucose of 563 mg/dl. She also reported her most recent blood glucose was 376 mg/dl. She stated that she had injected 8 units of novolog by syringe and then 2.4 units of novolog later on in the day. No additional information provided.